Event description:
It was reported the patient experienced shocking or jolting down her right leg and cramping in her feet. The implantable neurostimulator was off since (B)(6) 2012 and that is when the patient noticed a change. The patient fell often. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3093-28, lot# j0564208v, implanted: (B)(6) 2005. Product type: lead: product ID 3031a, serial# (B)(4). Product type: programmer, patient. (B)(4).